Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments and partial display or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for her son for flashing white display. The customer¿s son blood glucose was 158 mg/dl. Customer reported that her son's pump was dropped when he tripped and fell and he landed on the pump and now it is just giving a white screen when they turn it on. Customer reports display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. It goes to a white screen which stays solid and the red light is blinking two times at once. Advised pump will have to be replaced. Advised the customer to revert to a back-up plan per hcp¿s instruction. The insulin pump will be returned for analysis.